Event description:
Per the clinic, the device was explanted (date not reported). The reason for explantation was also not reported. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Correction: the correct catalog number is 90305; not 90432 as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).